Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the heater wire pins of a newly opened bc161 bubble CPAP circuit kit were broken. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4), PMA/510(k): the (B)(4) bubble CPAP circuit is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Manufacturer narrative: the bc161 bubble CPAP circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device, and have completed our investigation.

Manufacturer narrative:
(B)(4). The bc161 bubble CPAP circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Manufacturer narrative the complaint bc161 bubble CPAP circuit was not returned to fisher & paykel healthcare for investigation. Without the complaint device, we are unable to determine the root cause of the reported fault. All breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. The circuits are also rejected if they are unable to fit into the testing device. It is therefore most likely that the pin of the complaint bc161 circuit was damaged post production, possibly during the set-up and connection of the equipment.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the heater wire pins of a newly opened bc161 bubble CPAP circuit kit were broken. This was noticed prior to patient use. No patient consequence was reported.